Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail had a broken weld and a bent slide bracket. The technician replaced the siderail and slide bracket to repair the bed.